Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision surgery approximately 5 months post implantation due to limited range of motion. Articular surface was revised during revision.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Updated: additional: (date of birth). Previously reported in error, patient weight is unknown . Reported event was unable to be confirmed. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.